Event description:
An optometrist reported a case of epithelial cell ingrowth, observed on a patient's left eye at three months post lasik treatment. Patient noted eyes feels good; however, the left eye is blurred. Upon additional follow up, the reporter indicated a flap lift and rinse was recommended, but not performed and the issue remains currently unresolved. The patient opted to wait for the eye to clear on its' own.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).